Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 300 mg/dl and 100 mg/dl, and 200's mg/dl and 100's mg/dl. No actions/inactions taken based on device results. Customer no longer has the strips available to return. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.